Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in two varices of the left renal vein using a pod xl coil (pod xl), a non-penumbra catheter (4fr), and a non-penumbra sheath (7fr). The physician successfully placed multiple coils in the first varix. The catheter was then repositioned to the second varix and placed one non-penumbra coil. While advancing the pod xl through the catheter, the physician experienced resistance causing the coil's pusher assembly to kink. Subsequently, the pod xl unintentionally detached within the catheter. The catheter was removed; however, the embolization coil remained within the sheath. The sheath containing the embolization coil was removed from the patient. Access was lost and the procedure was considered completed. There was no report of an adverse effect to the patient.